Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump display showed lines and no visible screen content despite no apparent physical damage, resulting in inability to view information and necessitating device replacement. Symptoms included no adverse clinical effects, with blood glucose reported at 156 mg/dl and unaffected. Outcomes included continued diabetes management using cgm with the dexcom app or receiver while awaiting the replacement. Investigation included customer support assessment, verification of addresses, education on shutdown to prevent further alerts, instructions for data syncing to the mobile app, guidance on returning the device with a provided shipping label, and counseling that startup must be completed on the replacement device because data do not transfer. Investigation of this case revealed a malfunction of the display component affecting screen visibility, consistent with a device display failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem.